Manufacturer narrative:
The returned device was evaluated and timeouts were observed in conjunction with an 0x14 occlusion alarm. The exact cause of the reported alarm could not be determined. The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981usqschyc1 hardware: sm-g981u cgm sensor type: g7

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 319 mg/dl. In addition the patient reports receiving an pod occlusion alarm.